Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Confirmation testing was performed on the same day with the quickvue platform generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 174799 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 174799 and device part number 195-430h / lot 171888. The lot met the required release specifications. A review of the complaints reported as false negative and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 174799 showed that the complaint rate is 0.000003 %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance as the customer did not perform step 7 which requires the user to rotate the swab 3x in the test card.

Manufacturer narrative:
Corrected the event description in b5 and b6. The quickvue test was performed on (B)(6)2021. The binaxnow covid-19 antigen self-test was performed on (B)(6) 2021.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. The consumer had performed a test on the previous day with the quickvue platform which generated a positive result. No additional patient information, including treatment and outcome, was provided.